Event description:
A 44 yr old female underwent a laparoscopic cholecystectomy on 3/25/96. A size 15 fr. Drain was inserted below the liver in the hepatic bed of the gallbladder area. It was brought out and sutured in place and connected to a bulb suction. On 3/26/96, in an attempt to remove the drain, the tubing broke. The pt was taken to surgery for removal of the retained drain fragment. The drain tract in the upper quadrant of the abdomen was explored and the drain was found at the level of the fascia. The drain had been broken at this level where it had been caught by a fascial suture. The drain fragment was identified and extracted.